Event description:
After 9 yrs of cochlear implant use, this pt, who had a history of chronic olitis media, reportedly presented with labyrinthitis pt reportedly could no longer hear with their implant, integrity testing did not show any abnormalities with the device. Explantation surgery took place on 8/23/2005. The pt will be reimplanted in the future when their infection has resolved.